Event description:
Customer reported, the piece on top of the suction regulator was noted to be broken during the treatment process. In one case, the breakage occurred when the device was tipped and concurrently, the chest tube was pulled out of the pt. The chest tube had to be replaced by the physician. There were no further complications in this case.